Event description:
During a follow-up, it was not possible to print the patient report despite several attempts. The interrogation session was ended and the device was re-interrogated in a new session but same behavior was observed. The programmer was switched off and on afterwards but still same issue was observed. The device was interrogated with another programmer and there was no printing problem.

Manufacturer narrative:
Refer to the attached analysis report.

Event description:
During a follow-up, it was not possible to print the patient report despite several attempts. The interrogation session was ended and the device was re-interrogated in a new session but same behavior was observed. The programmer was switched off and on afterwards but still same issue was observed. The device was interrogated with another programmer and there was no printing problem.